Event description:
It was reported that the patient had on-going peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for the peritonitis. The patient has not yet recovered from this event. (B)(4).

Manufacturer narrative:
(B)(4). Approximate date - (B)(6) 2012. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information:a batch review was conducted for potentially associated lot number: gd892984. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.(B)(4).